Event description:
It was reported that this patient was in the office, the physician attempted to interrogate this cardiac resynchronization therapy pacemaker (crt-p) device and when the programmer wand was placed over the device, the patient passed out. The physician did not want to attempt another device interrogation. Instead, the boston scientific field representative connected to the surface electrocardiogram on the patient and verified an observed pacing rate of 72 beats per minute, which is the pacing rate for a device that has reverted to safety mode. The patient was noted to be pace therapy dependent. The physician was upset and asked for boston scientific technical services (ts) recommendation. Ts discussed the device operational parameters when in safety mode, the risk of potential pacing inhibition and stated that the device should be replaced as soon as possible. The device remains in-service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was in the office, the physician attempted to interrogate this cardiac resynchronization therapy pacemaker (crt-p) device and when the programmer wand was placed over the device, the patient passed out. The physician did not want to attempt another device interrogation. Instead, the boston scientific field representative connected to the surface electrocardiogram on the patient and verified an observed pacing rate of 72 beats per minute, which is the pacing rate for a device that has reverted to safety mode. The patient was noted to be pace therapy dependent. The physician was upset and asked for boston scientific technical services (ts) recommendation. Ts discussed the device operational parameters when in safety mode, the risk of potential pacing inhibition and stated that the device should be replaced as soon as possible. The device remains in-service at this time. No additional adverse patient effects were reported. Additional information was received that this crt-p device was subsequently explanted and replaced three days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient was in the office, the physician attempted to interrogate this cardiac resynchronization therapy pacemaker (crt-p) device and when the programmer wand was placed over the device, the patient passed out. The physician did not want to attempt another device interrogation. Instead, the boston scientific field representative connected to the surface electrocardiogram on the patient and verified an observed pacing rate of 72 beats per minute, which is the pacing rate for a device that has reverted to safety mode. The patient was noted to be pace therapy dependent. The physician was upset and asked for boston scientific technical services (ts) recommendation. Ts discussed the device operational parameters when in safety mode, the risk of potential pacing inhibition and stated that the device should be replaced as soon as possible. The device remains in-service at this time. No additional adverse patient effects were reported.additional information was received that this crt-p device was subsequently explanted and replaced three days later. No additional adverse patient effects were reported.